Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with an unspecified breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2020.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/20/2020. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant and developed capsular contracture. During visual evaluation, an anomaly was observed on both views of the device consistent with a crease/fold. A tear measuring approximately 0.3 cm was also observed within the crease/fold on the posterior view. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On 4/17/2020, it was erroneously omitted to report that "additional information was received on 4/14/2020, patient also experienced bilateral capsular contracture baker grade unknown post procedure. The left sided device is an unspecified saline breast implant." In follow up report 2. Reason for device explant and/or reoperation: deflation and capsular contracture baker grade unknown. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On 4/14/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/13/2020, the affected device information has become available. The affected device is a 700cc mentor smooth round moderate profile saline breast implant, catalog: 3501697 lot: 265176 serial number: unk the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).